Event description:
(B)(6): filled out survey says she has a stimulator. Trying to find a local provider as she moved from ohio to florida. Found implant record and merged. Has felt zapping a few times and soreness where the device is recently. Last saw et provider in (B)(6)in 2022. Says she just wants a list of et providers near her via email so she can reach out as she has since moved to florida. Leads are not documented in implant record.